Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be recognized. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The root cause of this failure is associated with mishandling/misuse. The instrument was found to have failed the recognition test based on system log review. The instrument was placed on an in-house system and passed the recognition test. Inspection found a broken blade. The blade broke at roughly 0.188" from the base. The broken piece was not returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained an additional response from the customer. The surgeon was performing a "tissue autopsy," during which it was found to have fallen off without collision, and in view. The instrument was removed normally without resistance and without damage to the casing the fragment was retrieved during the same procedure. All fragments were confirmed to be retrieved by the surgeon under the endoscope.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument broke inside the patient and a fragment fell. The entire fragment was removed during the same procedure. There were no surgical complications to the patient reported as a result of the issue.

Event description:
Refer to h10/h11 for follow-up information.